Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the outer insulation was breached cut. Blood/body fluid was present on the proximal conductor (not obstructed). The outer insulation had cosmetic mio. Visual analysis revealed apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had an insulation breech and intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.